Event description:
Event description boston scientific crm received information that, during a pacemaker follow-up, it was found that the ventricular lead impedance measurement was greater then 2000 ohms and there was no pacing. Initially, the physician thought that maybe the lead was fractured or there was some problem with the connections. During an invasive procedure the lead values were good. The doctor explanted the pacemaker and successfully implanted another one onto the same leads to resolve the issues. Also, the device is on advisory. The device has been returned for the analysis.